Event description:
It was reported that preventive maintenance was needed. The device also has a loose pressure and CPAP knob, and a missing cap. There was no report of abuse. There was no patient involvement and no adverse event.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 - phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported complaint was confirmed. The manometer did not work when performing cycling test. The cause was a faulty manometer. Replaced the manometer to correct the issue and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.